Event description:
It was reported that this right ventricular (rv) lead presented noise and pacing inhibition, with the lead examined by pacing system analyzer (psa). Subsequently, this lead was capped and surgically abandoned, with a new lead implanted. No additional patient effects were reported.